Event description:
It was reported that the central screw broken during surgery. The customer had a drill from another company available as a substitute to successfully complete the procedure.

Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the central screw broken during surgery. The customer had a drill from another company available as a substitute to successfully complete the procedure.

Manufacturer narrative:
Correction h6 component code. The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. . The device inspection revealed the following: the drill is broken around the flute tip. The breakage surface is smooth suggestive of brittle fracture caused due to excessive torsional loading. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance [hrc measured 55.86] to the values in the material specification [hrc 54]. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by application of excessive torsional load if any further information is provided, the complaint report will be updated.